Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the tube of the safety screw spike set is leaking.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Samples were received for evaluation. The samples were visually and functionally inspected and leaking was detected at the connection between the cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition.